Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During the procedure, the steerable guide catheter (sgc) was inserted into the patient; and it was noticed the sgc would not hold fluid column. It was observed when re-flushing the device. The sgc was flushed three times without being able to hold column. The sgc was removed and replaced with another device. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.